Event description:
Customer contacted beckman coulter inc. (Bci) regarding discrepant glucose (glu) results generated by the synchron lx20 pro analyzer. The erroneous results were not reported outside of the laboratory. There was no impact to patient treatment as a result of this event.

Manufacturer narrative:
Qc prior to and after the event was within the lab's established ranges. A field service engineer (fse) was on-site and performed cleaning and replaced parts. Qc and precision was within specifications. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date.